Event description:
It was reported that following a fall, a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received multiple inappropriate shocks due to over-sensed noise. Therapy was exhausted during the episode. The patient was evaluated in-clinic, but provocative manipulations were unable to reproduce the noise. Automatic set-up was performed, and only the secondary sensing vector passed screening. Additionally, during set-up, noisy signals were noted in the electrocardiogram. X-rays were performed, and boston scientific technical services was contacted for review. It was confirmed that either there was an electrode integrity issue or a device-to-electrode connection issue, as there was a sharp curvature near the header. The patient was hospitalized for a system revision, where this s-ICD system was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. It is unknown whether the explanted system will be returned for analysis.

Event description:
It was reported that following a fall, a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received multiple inappropriate shocks due to over-sensed noise. Therapy was exhausted during the episode. The patient was evaluated in-clinic, but provocative manipulations were unable to reproduce the noise. Automatic set-up was performed, and only the secondary sensing vector passed screening. Additionally, during set-up, noisy signals were noted in the electrocardiogram. X-rays were performed, and boston scientific technical services was contacted for review. It was confirmed that either there was an electrode integrity issue or a device-to-electrode connection issue, as there was a sharp curvature near the header. The patient was hospitalized for a system revision, where this s-ICD system was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. The explanted system is expected to be returned for analysis.